Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of material deformation was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Analysis of the device confirmed there was undetermined tool damage which contributed to the reported failure.

Event description:
It was reported that a 5.0cm artificial urinary sphincter (aus) cuff was opened but not implanted because the physician noticed a malformation on the cuff. There was extra silicone on the cuff. The physician implanted the patient with a different 5.0cm cuff. The procedure was completed without complications and patient was doing fine.

Event description:
It was reported that a 5.0cm artificial urinary sphincter (aus) cuff was opened but not implanted because the physician noticed a malformation on the cuff. There was extra silicone on the cuff. The physician implanted the patient with a different 5.0cm cuff. The procedure was completed without complications and patient was doing fine.